Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument misfired and the staples did not form properly. The surgeon usd another instrument to complete the procedure. The hospital has reported no patient injury occurred.